Event description:
It was reported via repair work order that there was inadequate brake force due to the head-end brake adjuster being out of adjustment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.